Event description:
The patient experienced a return of dystonia symptoms including tremors and neck dyskinesia during drops in barometric pressure. The symptoms persisted until the deep brain stimulator was reprogrammed. This had occurred to the patient since implant in 2007. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).